Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, the patient returned complaining of pain/irritation. Fusion had occurred. A revision surgery was done to remove the hardware. During the revision, all of the screws could not be removed. No new hardware was implanted. The patient is said to be in good condition. No further details are known at this time.

Manufacturer narrative:
(B)(6) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.